Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in the us. It was reported that during patient treatment, there was clot formation in the hls set and lack of gas exchange in the oxygenator. After calibrating the venous probe to 50% saturation and shortly after the probe stopped measuring venous saturation, the involved cardiohelp displayed the error message ¿sitting out of range¿ and provided no readings. A blood gas confirmed that the saturation was 50%. Initialization of the test was successful and was repeated several times to try to get the test to read a value so it could be recalibrated. Despite several reinitialization attempts and cleaning of the probe and cuvette, the problem persisted. The probe was parked to silence the alarm. It was decided to replace the cardiohelp device and as well the hls set due to clot formation and lack of gas exchange in oxygenator. After replacement, the venous probe functioned normally. No harm to the patient was reported. As clotting was detected and the hls set and the cardiohelp were replace during treatment, a report is required. The involved cardiohelp device will be investigated in complaint #(B)(4) and is reported under mfg #8010762-2025-0000205. Complaint ID # (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that during patient treatment, after calibrating the venous probe to 50% saturation and shortly after the probe stopped measuring venous saturation, the cardiohelp displayed the error message ¿sitting out of range¿ and provided no readings. A blood gas confirmed that the saturation was 50%. Initialization of the test was successful and was repeated several times to try to get the test to read a value so it could be recalibrated. Despite several reinitialization attempts and cleaning of the probe and cuvette, the problem persisted. The probe was parked to silence the alarm. It was decided to replace the cardiohelp device and as well the hls sett due to clot formation and lack of gas exchange in oxygenator. After replacement, the venous probe functioned normally. No harm to the patient was reported. The involved cardiohelp device will be investigated in complaint #(B)(4) and is reported under mfg #8010762-2025-0000205. As clotting was detected and the hls set was replaced, the event can result in a risk for harm of any person, a report is required. The affected product was not available for technical investigation as it was discarded by the customer. Thus, the exact root cause remains unknown. However, a medical consultation was performed by getinge medical affairs on 2025-06-06 with following conclusion: "the root cause of the issue appears to be thrombus formation within the hls set, which was ultimately replaced due to both clotting and impaired gas exchange. Clots were identified on both the inlet and outlet sides, suggesting systemic coagulation activity rather than localized stasis. Although bivalirudin was used per protocol, it is plausible that early anticoagulation levels were subtherapeutic, allowing clot formation to initiate and propagate within the circuit. This thrombotic burden may have interfered with sensor accuracy, leading to the ¿sat out of range¿ error and necessitating full system exchange." According to the instruction of use of the hls set in chapter "safety instructions for the extracorporeal circulation" it is stated that no anticoagulation or insufficient anticoagulation causes occlusion of the extracorporeal circulation and the patient circuit. This can lead to inadequate patient support, hemolysis or thrombus formation in the patient. It is recommended to use anticoagulants; e.g. Heparin or argatroban and to check the effect of anticoagulants at regular intervals by measuring the act (activated clotting time). Ensure that the act value does not fall below the value which is appropriate for the application. Further the coagulation status of the patient's blood should be checked regularly. According to the instructions for use of the hls set, in chapter "safety instructions for the hls set advanced", it is stated that " an insufficient supply of power and oxygen can lead to inadequate patient support. Ensure there is a sufficient supply of medical oxygen. Ensure that the batteries of the drive are fully charged", as well as "use a medical gas supply with dry air and oxygen. Do not use an air humidifier in the gas supply". In chapter "safety instructions for the oxygenator", it is indicated that "exceeding the permissible maximum values damages the oxygenator. This can lead to embolisms and inadequate patient support. Observe the permissible maximum values for blood flow and gas flow as well as pressure on the blood side and on the gas side", as well "flush the oxygenator regularly to maintain or increase the gas exchange capacity. If used for longer than 6 hours: flush the oxygenator at least once a day. Carry out flushing only when the patient's blood gas levels permit. Monitor the patient's blood gas parameters carefully during the flushing process. Discontinue flushing the gas fibers if signs of hypocapnia occur". Lastly, in the same chapter it is said that "the oxygenator performance is restricted if the oxygenator operating position is incorrect or if the gas flow is obstructed. This can lead to inadequate patient support or air embolisms in the patient. Only operate the oxygenator with the gas inlet at the top. Do not occlude or block the gas outlet". The production records of the affected product were reviewed on 2025-05-23. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed an no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported failures "clotting and low oxygenation" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID #(B)(4).